Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable pulse generator (ipg) the pocket was damaged and the pacemaker exposed. The patient was hospitalized for evaluation. The ipg remains in use and patient to be re-evaluated at a later time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the healthcare professional decision indicated due to patient age, and the patient's pouch has no exudate, no product leads and/or device will be explanted. Decision made to keep observation closely. The patient was discharged from healthcare facility.